Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by pd "fluid coming cloudy". The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient began treatment with cefazolin, given once daily (dose and route of administration not reported), intraperitoneal (ip) injection of fortum 1gram via one exchange, once daily (duration not reported) and ip injection of reflin 1 gram in one bag (duration not reported) for the event of peritonitis. On an unreported date, treatment with cefazolin was stopped. On an unreported date, the patient was discharged from the hospital. At the time of this report the patient outcome of this event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.